Manufacturer narrative:
Tracking #.50959. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported that the 512sd was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that safety shield would not activate properly and the blade was not covered by the shield in the abdominal cavity. There was no consequence to the pt.